Event description:
It was reported that during a lap cholecystectomy procedure the clips were ejecting once the device was fired. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.